Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using 20 ml bd¿ eccentric luer slip tip syringe ce mark there was a crack. There was no report of patient impact. The following information was provided by the initial reporter: product complaint. Syringe had a crack on the barrel. Occurrence customer has product to return. Please send customer a return kit for product investigation. Lot# 2111059. Sap search (2 possible mat # 300613(pr# (B)(4)) or 309657 (pr# (B)(4).

Manufacturer narrative:
Pr 8942761 - follow up MDR for device evaluation. It was reported there was a crack on the barrel of the syringe. As a sample was not returned, a thorough sample evaluation could not be performed. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided material number 309657, lot 2111059. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2111059 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since no samples displaying the reported condition were received corrective actions are not necessary. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative

Event description:
No additional information